Manufacturer narrative:
A non-conformance review was conducted for lot number 24j019662 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One sample was returned for evaluation and the reported issue was observed. However, based on the available information, a definitive root cause could not be determined. A corrective and preventative action is not required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the product was received with lint on it but the item claimed to be "lint free". On (B)(6) 2025 the customer clarified that these sponges are ¿shedding¿ they don¿t have lint on them. They are dropping shreds of the thin fibers. The customer stated that they pulled one from this lot, 24j019662, from inventory to test and with normal opening it shed and with vigorous manipulation it shed a lot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.